Manufacturer narrative:
Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, end cap broken off and minor scratches on display window noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that insulin pump was broken at the sides. Insulin pump would need to be replaced. Customer's blood glucose was unknown.